Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) / pvc (premature ventricular contraction) ablation with a qdot micro catheter and the patient experienced pericardial effusion that required pericardiocentesis. During the case, anesthesia noticed there was a drop in blood pressure. The medical team was ablating the anterior lv (left ventricle) summit area when the patient had a drop in blood pressure. The physician went to maneuver the ice (intracardiac echocardiography) catheter, it got stuck in the ivc (inferior vena cava) due to the patient¿s anatomy. The medical team also had trouble inserting the catheter at the beginning of the procedure due to the patient anatomy. They were able to insert it properly and then they discovered the pericardial effusion. By that point, the heart rate dropped into the 30¿s. The pericardial effusion was confirmed by ice. They called in for a tee (transesophageal echocardiogram) but they did not arrive until they were preparing to do the pericardiocentesis. The medical intervention provided was a pericardiocentesis and a little over a liter of fluid was removed. The patient was reported to be in stable condition; however, the patient¿s blood pressure continued to drop. They continued monitoring the patient, but they remained stable and no additional substantial amount of fluid was removed. The physician did not mention what they thought caused the pericardial effusion but after the procedure. The physician reviewed every single ablation and found no spike in force or impedance readings during ablation.